Manufacturer narrative:
(B)(4). No device data was submitted. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation, a message was displayed indicating the device needed to be interrogated. The device check was successful, with no issues observed. It was later confirmed a da error had occurred. A boston scientific technical services consultant discussed the da error was typically benign, and offered to review device data if the clinic requested to know when the error occurred. No adverse patient effects were reported.